Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory. Analysis confirmed that therapy was available and that the lead was electrically continuous. As new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead had exhibited loss of capture. The lead was noted as not having captured for some time. The patient's previous device system (previously reported) had been removed as a result of patient infection. The patient was noted as sporadically non-compliant for device follow ups and had been reticent about receiving a new device system. Thresholds were noted as within normal limits until within the past three months. All other leads measurements were noted as within normal limits. There was no allegation or evidence of a performance issue associated with this cardiac resynchornization therapy defibrillator (crt-d). There were no reported adverse patient symptoms in this non-pacemaker dependent patient.